Manufacturer narrative:
On 7-dec-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 30-aug-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Hurt mouth [oral pain]. Head of toothbrush snapped in pieces and hurt mouth - oral-b brushhead [injury associated with device]. Head of toothbrush snapped in pieces / broken brush head [device breakage] product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported spontaneously via e-mail on (B)(6) 2017 that on (B)(6) 2017 she was brushing her teeth with her new oral-b rechargeable toothbrush, version unknown and the head of the oral-b power oral care refills precision clean snapped into pieces and hurt her mouth. The consumer stated that this was not her first electronic toothbrush, and this had never happened to her. The case outcome was unknown. Treatment details: unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that the toothbrush head was from a pack of 4. She stated that she had just two heads in one pack and could send them to the company; she could send the broken head as well. The consumer noted that her toothbrush was not yet one year old. The case outcome remained unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that she'd returned the pack with the broken head. The case outcome remained unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Reporter returned product on 30-aug-2017. Product investigation is in progress.

Event description:
Hurt mouth [oral pain]. Head of toothbrush snapped in pieces and hurt mouth - oral-b brushhead [injury associated with device]. Head of toothbrush snapped in pieces / broken brush head [device breakage]. Case description: a female consumer of unspecified age reported spontaneously via e-mail on (B)(6) 2017 that on (B)(6) she was brushing her teeth with her new oral-b rechargeable toothbrush, version unknown and the head of the oral-b power oral care refills precision clean snapped into pieces and hurt her mouth. The consumer stated that this was not her first electronic toothbrush, and this had never happened to her. The case outcome was unknown. Treatment details: unknown. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that the toothbrush head was from a pack of 4. She stated that she had just two heads in one pack and could send them to the company; she could send the broken head as well. The consumer noted that her toothbrush was not yet one year old. The case outcome remained unknown. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that she'd returned the pack with the broken head. The case outcome remained unknown. No further information was provided.